Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, bent and dents on outer tube, loose adapter, video connector is cracked. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was a cut in the cord, due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited a cut in the cord, the issue occurred during reprocessing. There was no patient involvement.